Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 50 mg/dl. The customer correct her blood glucose with a snack and chocolate milk. The customer stated that there is a piece of the reservoir compartment missing. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.